Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for gastric hemostasis for treatment. The resolution clip device would not deploy properly. The clinician stated that the clip fell off prior to deployment. The pt did not sustain any complications or ill effects as a result of the deployment issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
B6, b7 - unknown / no information available from user facility. D4 - user facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknow. D11 - unknown / no information available from user facility. Patient codes: 2199- consequences or impact to pt, none / not labeled. Device codes: 1484- premature deployment / not labeled. Info supplied in section f was completed by the MFR based on info obtained from the user facility. Any info not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. H4 - user facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unk. This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference # tw130739 / a00024504 - date filed: 21 june 2006.